Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) has been completed. The reported problem was confirmed. The cause for the defective electrode belt was a damaged trunk cable. Upon evaluation, it was discovered that the cable appeared to be chewed by an animal. No adverse event resulted from the damaged connector. The pt rec'd a replacement electrode belt.

Event description:
A (B)(6) female pt contacted zoll lifecor customer support to report that she is receiving service code 204 with messages to connect the belt to the monitor. The pt's electrode belt was replaced.